Event description:
The clinic reported that a laser vision correction patient presented with flap striae in each eye at the one day post op exam. The flaps were lifted and smoothed. The patient had indicated that they had blurry vision. There was no loss of best corrected visual acuity. Trace dlk was noted after the flap was lifted. The customer did not believe this event was equipment related and the striae was caused by the patient bumping the eye as they were putting drops in after the treatment.

Manufacturer narrative:
In addition, patient was noted to have halos/glare. Patient was reported to be doing well. Initial reporter. Phone (B)(6). (B)(4). Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. : placeholder.